Manufacturer narrative:
Pump error 63 confirmed in pump trace download (variable 3) due to a broken trace at u1 keypad assembly. Unit passed displacement test and self test. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error during self test. Customer reported that they were able to clear alarm and received a request for insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.